Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately 2 weeks ago, exact date/time not specified. The patient reportedly manages his diabetes with a fixed dose of insulin (unknown type) and denied making any changes to his medication. The patient denied developing any symptoms of high or low blood glucose and reported that he went to see his doctor on an unknown date/time also 2 weeks ago and his blood glucose was tested in the lab at the doctor¿s office. The patient reported a value of ¿300-400mg/dl¿ but did not recall the exact reading obtained. The patient was advised by the doctor to increase his insulin dose to an unknown amount. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter¿s battery did need to be replaced but the patient did not have a replacement battery available. Replacement products were sent to the patient. Although the patient did not report any symptoms associated with high or low blood glucose, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.